Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose. Customer's blood glucose level was unknown. Customer stated that insulin pump had battery failed alarm. The troubleshooting was done for failed battery alarm. Customer stated that the insulin pump did not alarm battery failed after inserting a new or fully charged battery. Customer mentioned that the insulin pump had a pump error. It was unknown whether customer was using the auto mode or not. The device will not be returned for analysis.